Manufacturer narrative:
The biomedical engineer (bme) that the bedside monitor (bsm) would no longer charge the battery. The bsm would work only when connected to a docking station. Not in patient use and no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) that the bedside monitor (bsm) would no longer charge the battery. The bsm would work only when connected to a docking station. Not in patient use and no harm reported.